Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins battery is dead and is supposed to be removed in the near future. The remote has not communicated with the ins in 2 months. They could not troubleshoot during the call due to lack of access to the product. The event date was unknown. No further complications were reported/are anticipated.